Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose 50 mg/dl. Customer¿s blood glucose at the time of event was 220 mg/dl. Customer was treated with glucose. Troubleshooting was declined for the low blood glucose. Insulin pump will not returned for analysis.